Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineers investigated the reported machine on site. The control printed circuit board (pcb) and the pull magnet have been replaced and sent back for investigation. The returned parts have been tested in a machine. Both parts passed the pre-use check. No abnormal found during ventilation for 4 days for both parts. Moreover, they both passed a pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.